Manufacturer narrative:
Updated h6: code 213 - no device problem found. A review of the manufacturing records indicated the lot met pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to: endoleaks, aneurysm enlargement, and device migration.

Manufacturer narrative:
Additional devices implanted and/or related to this event: pxl161207/ 03605153 UDI (B)(4) and pxc201400/ 03840960 UDI (B)(4). Patient medications: tylenol, eliquis, atorvastatin, chlorthalidone, clarinex, dutasteride-tamsulosin, fluticasone, glucosamine, lisinopril, metoprolol, multivitamin, nitroglycerine, pantoprazole, miralax, and ticagrelor.

Event description:
On (B)(6) 2005, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that the patient had a proximal type I endoleak and the graft migrated distally (date and modality of images is unknown, amount of migration is unknown) and the right implanted contralateral leg endoprosthesis had migrated proximally into the aneurysm sac (amount of migration is unknown). There is aneurysm sac enlargement (approximately 26-30mm). A reintervention occurred on (B)(6) 2021, a cook fenestrated graft was utilized and pulled up the excluder endoprosthesis. The right hypogastric artery was embolized and an additional contralateral leg endoprosthesis was implanted to extend into the right external iliac artery. A contralateral leg endoprosthesis was implanted in each iliac artery to extend both sides of the implanted endoprosthesis. It is unknown which of implanted contralateral leg endoprosthesis devices had migrated. The endoleak was resolved and the patient tolerated the procedure.